Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) system implant procedure the defibrillation threshold (dft) test was not successful. It was noted that the electrode location appeared optimal and that any medications that could potentially raise dft are medications likely needed by the patient. Technical services (ts) was consulted, recommended keeping the patient and reattempting the day after. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported. Additional information was received, this electrode repositioned, and a defibrillation threshold (dft) test was successful. This electrode and sicd remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.